Manufacturer narrative:
A1. Patient identifier: (B)(6). B5. Describe event or problem: was updated per the additional information provided.

Event description:
Elegance clinical study. It was reported that restenosis occurred. The subject underwent treatment with the ranger drug coated balloons and eluvia drug eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery, left mid superficial femoral artery, left distal superficial femoral artery extending up to left proximal popliteal artery with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length of 400 mm and 100% stenosis and was classified as trans-atlantic intersociety consensus (tasc) ii d lesion. Prior to the treatment of target lesion with study devices, a non-boston scientific (bsc) embolization protection device was placed following which pre-dilation was performed using 4 mm x 150 mm non-bsc pta balloon, 3 mm x 150 mm coyote pta balloon and 5 mm x 200 mm non-bsc scoring balloon and laser atherectomy was performed using non-bsc power laser device. Treatment of target lesion was performed by dilation by using two 5 mm x 200 mm, and one 6 mm x 200 mm ranger drug-coated balloon study devices and placement of 7 mm x 80 mm eluvia drug eluting stent. Following, post dilation was performed using 5 mm x 40 mm non-bsc scoring balloon and 6 mm x 100 mm sterling pta balloon. Post procedure, the final residual stenosis was noted to be 0%. On the following day, the subject was discharged from hospital on dual anticoagulant therapy. On (B)(6) 2024, subject noted with left leg claudication symptoms underwent bilateral lower extremity arterial duplex ultrasound which revealed: left leg (target limb): patent stent in the superficial femoral artery with severely elevated velocities in the mid artery and mildly elevated velocities in the proximal artery. There was 20-49% stenosis in proximal sfa, 75-99% stenosis in mid sfa, and 50-74% stenosis of the profunda artery. Right leg: patent stent in the superficial femoral artery with moderately elevated velocities in the proximal and distal superficial femoral artery. There was 75-99% stenosis of the distal popliteal artery. The posterior tibial artery was occluded. There was 50-74% stenosis of the profunda artery. There was 20-49% stenosis of the proximal common femoral, mid superficial femoral and proximal popliteal arteries. On comparison with prior study, velocities were higher at the bilateral superficial femoral artery, left more than right and right distal popliteal artery was consistent with progression of disease. In addition, non-invasive flow study of the lower extremity revealed abi (ankle brachial index) falsely elevated due to medical calcification. Based on the bilateral pvr (pulse volume recording) tracings, there was evidence for mild to moderate arterial insufficiency at rest bilaterally. On comparison with prior study, there was progress in pvr tracing noted bilaterally, left more than right. On (B)(6) 2024, the subject visited the hospital for scheduled peripheral angiogram with left superficial femoral artery drug coated balloon angioplasty. Subsequently on the same day, bilateral peripheral angiography performed revealed: left leg (target limb): previously placed left proximal sfa drug eluting stent delivered by way of self-expansion was widely patent, left proximal sfa lesion was 90% stenosed. 100% stenosis noted in distal anterior tibial artery, mid tibioperoneal trunk to distal tibioperoneal trunk, posterior tibial artery to mid posterior tibial artery and proximal peroneal to mid peroneal lesion. Right leg: proximal sfa to distal sfa lesion 30% stenosed and distal sfa lesion 70% stenosed. Proximal popliteal to mid popliteal lesion was 70% stenosed, proximal tibioperoneal trunk to distal tibioperoneal trunk lesion was 100% stenosed with side branch of ostium posterior tibial artery to mid posterior tibial artery 100% stenosed and proximal peroneal to mid peroneal lesion was also 100% stenosed. On (B)(6) 2024, 277 days post index procedure, 90% in-stent restenosis in left proximal superficial femoral artery and instent restenosis in left mid sfa were treated by dilation using 5 mm x 40 mm non-bsc scoring balloon followed by prolonged 6 mm x 150 mm ranger drug coated balloon angioplasty. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the event was considered resolved and the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that the target lesion included the left ostial superficial femoral artery (sfa). Left leg (target limb): a 90% in-stent restenosis in left proximal sfa was noted. 100% stenosis noted in distal anterior tibial artery, mid tibioperoneal trunk to distal tibioperoneal trunk, ostium posterior tibial artery to mid posterior tibial artery and proximal peroneal to mid peroneal lesion. On (B)(6) 2024, 277 days post index procedure, 90% in-stent restenosis noted in left proximal superficial femoral artery and in left mid sfa were treated by dilation using 5 mm x 40 mm non-bsc scoring balloon followed by prolonged 6 mm x 150 mm ranger drug coated balloon angioplasty. Post treatment, the final residual stenosis was noted to be 0%.

Manufacturer narrative:
A1 - patient identifier: (B)(6).

Event description:
Elegance clinical study. It was reported that restenosis occurred. The subject underwent treatment with the ranger drug coated balloons and eluvia drug eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery, left mid superficial femoral artery, left distal superficial femoral artery extending up to left proximal popliteal artery with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length of 400 mm and 100% stenosis and was classified as trans-atlantic intersociety consensus (tasc) ii d lesion. Prior to the treatment of target lesion with study devices, a non-boston scientific (bsc) embolization protection device was placed following which pre-dilation was performed using 4 mm x 150 mm non-bsc pta balloon, 3 mm x 150 mm coyote pta balloon and 5 mm x 200 mm non-bsc scoring balloon and laser atherectomy was performed using non-bsc power laser device. Treatment of target lesion was performed by dilation by using two 5 mm x 200 mm, and one 6 mm x 200 mm ranger drug-coated balloon study devices and placement of 7 mm x 80 mm eluvia drug eluting stent. Following, post dilation was performed using 5 mm x 40 mm non-bsc scoring balloon and 6 mm x 100 mm sterling pta balloon. Post procedure, the final residual stenosis was noted to be 0%. On the following day, the subject was discharged from hospital on dual anticoagulant therapy. On (B)(6) 2024, subject noted with left leg claudication symptoms underwent bilateral lower extremity arterial duplex ultrasound which revealed: left leg (target limb): patent stent in the superficial femoral artery with severely elevated velocities in the mid artery and mildly elevated velocities in the proximal artery. There was 20-49% stenosis in proximal sfa, 75-99% stenosis in mid sfa, and 50-74% stenosis of the profunda artery. Right leg: patent stent in the superficial femoral artery with moderately elevated velocities in the proximal and distal superficial femoral artery. There was 75-99% stenosis of the distal popliteal artery. The posterior tibial artery was occluded. There was 50-74% stenosis of the profunda artery. There was 20-49% stenosis of the proximal common femoral, mid superficial femoral and proximal popliteal arteries. On comparison with prior study, velocities were higher at the bilateral superficial femoral artery, left more than right and right distal popliteal artery was consistent with progression of disease. In addition, non-invasive flow study of the lower extremity revealed abi (ankle brachial index) falsely elevated due to medical calcification. Based on the bilateral pvr (pulse volume recording) tracings, there was evidence for mild to moderate arterial insufficiency at rest bilaterally. On comparison with prior study, there was progress in pvr tracing noted bilaterally, left more than right. On (B)(6) 2024, the subject visited the hospital for scheduled peripheral angiogram with left superficial femoral artery drug coated balloon angioplasty. Subsequently on the same day, bilateral peripheral angiography performed revealed: left leg (target limb): previously placed left proximal sfa drug eluting stent delivered by way of self-expansion was widely patent, left proximal sfa lesion was 90% stenosed. 100% stenosis noted in distal anterior tibial artery, mid tibioperoneal trunk to distal tibioperoneal trunk, posterior tibial artery to mid posterior tibial artery and proximal peroneal to mid peroneal lesion. Right leg: proximal sfa to distal sfa lesion 30% stenosed and distal sfa lesion 70% stenosed. Proximal popliteal to mid popliteal lesion was 70% stenosed, proximal tibioperoneal trunk to distal tibioperoneal trunk lesion was 100% stenosed with side branch of ostium posterior tibial artery to mid posterior tibial artery 100% stenosed and proximal peroneal to mid peroneal lesion was also 100% stenosed. On (B)(6) 2024, 277 days post index procedure, 90% in-stent restenosis in left proximal superficial femoral artery and instent restenosis in left mid sfa were treated by dilation using 5 mm x 40 mm non-bsc scoring balloon followed by prolonged 6 mm x 150 mm ranger drug coated balloon angioplasty. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the event was considered resolved and the subject was discharged from the hospital on dual antiplatelet therapy.

Manufacturer narrative:
B5. Describe event or problem was updated per the additional information provided. A1. Patient identifier: (B)(6).

Event description:
Elegance clinical study. It was reported that restenosis occurred. The subject underwent treatment with the ranger drug coated balloons and eluvia drug eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery, left mid superficial femoral artery, left distal superficial femoral artery extending up to left proximal popliteal artery with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length of 400 mm and 100% stenosis and was classified as trans-atlantic intersociety consensus (tasc) ii d lesion. Prior to the treatment of target lesion with study devices, a non-boston scientific (bsc) embolization protection device was placed following which pre-dilation was performed using 4 mm x 150 mm non-bsc pta balloon, 3 mm x 150 mm coyote pta balloon and 5 mm x 200 mm non-bsc scoring balloon and laser atherectomy was performed using non-bsc power laser device. Treatment of target lesion was performed by dilation by using two 5 mm x 200 mm, and one 6 mm x 200 mm ranger drug-coated balloon study devices and placement of 7 mm x 80 mm eluvia drug eluting stent. Following, post dilation was performed using 5 mm x 40 mm non-bsc scoring balloon and 6 mm x 100 mm sterling pta balloon. Post procedure, the final residual stenosis was noted to be 0%. On the following day, the subject was discharged from hospital on dual anticoagulant therapy. On (B)(6) 2024, subject noted with left leg claudication symptoms underwent bilateral lower extremity arterial duplex ultrasound which revealed: left leg (target limb): patent stent in the superficial femoral artery with severely elevated velocities in the mid artery and mildly elevated velocities in the proximal artery. There was 20-49% stenosis in proximal sfa, 75-99% stenosis in mid sfa, and 50-74% stenosis of the profunda artery. Right leg: patent stent in the superficial femoral artery with moderately elevated velocities in the proximal and distal superficial femoral artery. There was 75-99% stenosis of the distal popliteal artery. The posterior tibial artery was occluded. There was 50-74% stenosis of the profunda artery. There was 20-49% stenosis of the proximal common femoral, mid superficial femoral and proximal popliteal arteries. On comparison with prior study, velocities were higher at the bilateral superficial femoral artery, left more than right and right distal popliteal artery was consistent with progression of disease. In addition, non-invasive flow study of the lower extremity revealed abi (ankle brachial index) falsely elevated due to medical calcification. Based on the bilateral pvr (pulse volume recording) tracings, there was evidence for mild to moderate arterial insufficiency at rest bilaterally. On comparison with prior study, there was progress in pvr tracing noted bilaterally, left more than right. On (B)(6) 2024, the subject visited the hospital for scheduled peripheral angiogram with left superficial femoral artery drug coated balloon angioplasty. Subsequently on the same day, bilateral peripheral angiography performed revealed: left leg (target limb): previously placed left proximal sfa drug eluting stent delivered by way of self-expansion was widely patent, left proximal sfa lesion was 90% stenosed. 100% stenosis noted in distal anterior tibial artery, mid tibioperoneal trunk to distal tibioperoneal trunk, posterior tibial artery to mid posterior tibial artery and proximal peroneal to mid peroneal lesion. Right leg: proximal sfa to distal sfa lesion 30% stenosed and distal sfa lesion 70% stenosed. Proximal popliteal to mid popliteal lesion was 70% stenosed, proximal tibioperoneal trunk to distal tibioperoneal trunk lesion was 100% stenosed with side branch of ostium posterior tibial artery to mid posterior tibial artery 100% stenosed and proximal peroneal to mid peroneal lesion was also 100% stenosed. On (B)(6) 2024, 277 days post index procedure, 90% in-stent restenosis in left proximal superficial femoral artery and instent restenosis in left mid sfa were treated by dilation using 5 mm x 40 mm non-bsc scoring balloon followed by prolonged 6 mm x 150 mm ranger drug coated balloon angioplasty. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the event was considered resolved and the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that the target lesion included the left ostial superficial femoral artery (sfa). Left leg (target limb): a 90% in-stent restenosis in left proximal sfa was noted. 100% stenosis noted in distal anterior tibial artery, mid tibioperoneal trunk to distal tibioperoneal trunk, ostium posterior tibial artery to mid posterior tibial artery and proximal peroneal to mid peroneal lesion. On (B)(6) 2024, 277 days post index procedure, 90% in-stent restenosis noted in left proximal superficial femoral artery and in left mid sfa were treated by dilation using 5 mm x 40 mm non-bsc scoring balloon followed by prolonged 6 mm x 150 mm ranger drug coated balloon angioplasty. Post treatment, the final residual stenosis was noted to be 0%. It was further reported that a 5mm x 40mm and 5mm x 200mm non-bsc scoring balloons were used in performing pre-dilation. Post-dilation was performed using a 6mm x 100mm sterling percutaneous transluminal angioplasty (pta) balloon. On (B)(6) 2024, 277 days post index procedure, the left proximal superficial femoral artery was treated by dilation using 5 mm x 40 mm non-bsc scoring balloon followed by prolonged 6 mm x 150 mm ranger drug coated balloon angioplasty to treat 90% in-stent restenosis. Post treatment, the final residual stenosis was noted to be 0%.